Event description:
Device 1 of 2 reference MFR report #3006705815-2018-01130. Additional information identified that surgical intervention was undertaken wherein the leads were explanted and replaced with penta lead. Reportedly, therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#3006705815-2018-01130. It was reported that the patient experienced ineffective therapy. Manufacturer representative interrogated the system and found high impedances on the lead contacts. No falls or trauma reported. X rays were ordered. Surgical intervention may be undertaken at a later date to address the issue.